Event description:
When surgeon re-cut the distal femur, it was noticed that the resected bone was too thick and wedge shaped. Inspection of the cutting block indicated that the saw capture was "loose" thus causing the blade to "wander". Action taken: as too much bone had been resected distally, this caused a imbalance in our flex/extension gap. This lead to us having to downsize the femur from a "large+" to a "large". This in turn necessitated the implant being cemented and additional cement was required to pack out the anterior cortex. Patient outcome has been compromised. More bone resected. Additional tourniquet time (140mins total). Flex/extension gap less than optimal. Surgery was prolonged by 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.